Event description:
It was reported that the patient developed an infection at the pod¿s insertion site after removing the device. Symptoms reported include swelling, severe pain, irritation and a blood glucose level of about 400 mg/dl. The day the pod was removed, the patient went to the emergency room (ER), was diagnosed with cellulitis and prescribed cephalexin 500 mg, smx/tmp 800mg/160mg for 7 days twice a day. After 4 days, the symptoms continued and patient returned to the ER; the site was lanced and patient was prescribed a second round of the same antibiotic.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site after removing the device. Symptoms reported include swelling, severe pain, irritation and a blood glucose level of about 400 mg/dl. The day the pod was removed, the patient went to the emergency room (ER), was diagnosed with cellulitis and prescribed cephalexin 500 mg, smx/tmp 800mg/160mg for 7 days twice a day. After 4 days, the symptoms continued and patient returned to the ER; the site was lanced and patient was prescribed a second round of the same antibiotic.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.